Event description:
It was reported that the left ventricular (lv) lead had dislodged and was sitting in the coronary sinus. The lv lead was eventually removed and replaced a couple months later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m62 implantable defib lead 2013 (B)(6); 5076-52 implantable pacing lead 2013 (B)(6). (B)(4).